Event description:
It was reported that the during a cardiomemes procedure the delivery system had resistance during advancement with two command 18 guide wires and a steelcore guide wire. The two command 18 guide wires were noted to have coating peeled once outside the anatomy. The case was aborted due to patient condition experiencing cramping in lower leg; however, it was noted per the physician that the guide wires did not cause or contribute to the cramping of the lower leg. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional command 18 guide wire referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the guide wire was used in a pulmonary artery procedure. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU) states: ¿this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures.¿ it is undetermined if the deviation of the IFU caused/contributed to the reported difficulties an in-service letter will not be issued. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequently, after the initial report was filed the account noted it was the polymer coating that was peeling from both command 18 guide wires was at the core; however, nothing was left in the patient. No additional information was provided.